Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed occlusion testing and found check clutch/lever error occurred during occlusion. The customer's problem was duplicated, and the cause of the problem was that the clutches of the device were worn and loose. The clutches were replaced to fix the issue.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a problem with the syringe as it did not recognize the size of the syringes and did not stop at the end. Per reporter, it also had travel reverse error, "check clutch/plunger lever- invalid syringe size during infusion." There was unknown patient involvement and unknown adverse event reported.